Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Device evaluation: analysis of the returned device identified: opening curved on posterior, crease fold, wear abrasion and delamination of the diapherm flange disk. Leak test and microscopic analysis was performed which identified: opening crease sharp on posterior and radius, non-penetrating nick and delamination of the diapherm flange disk based on the device analysis the final assessment is: an opening crease sharp on posterior and radius assessed as fold flaw opening a delamination total of the valve (adhesive failure).

Event description:
Healthcare professional reported a left side implant exchange with no complaint against the device. Healthcare professional later reported a left side "rupture." The device has been explanted.